Event description:
The patient reported that he experienced a blood glucose of 558 mg/dl. The patient stated that he started the pump (B)(6). The patient reported that he recently finished taking cipro and sulfa antibiotics for an infection, and is currently taking medications for his heart, blood pressure, and kidneys. The patient stated that his health care provider programmed the pump a (B)(6) and he confirmed that the settings were correct in the pump. The patient stated that he did see air in the tubing but no leaking was noted. He confirmed that all connections were secure and the cartridge was changed (B)(6). The patient confirmed that there were no site issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings: review of the daily insulin delivery totals correctly reflected the programmed basal rates. There was no activity outside of normal use observed in the black box or download history. There was no data in the black box or download histories from the time of the reported high blood glucose due to continued use. A rewind, load, and prime sequence was performed without any issues. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.